Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient's therapy/ins is turning off by itself. The patient has to turn therapy back on when it goes off by itself. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was noted that the cause of the device turning off by itself was not determined. The manufacturer representative stated that they were going to read the patient¿s logs and send them in within a week. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient forgets to charge the unit sometimes and the reason why it was turning on and off was that the patient forgets to charge the stimulator regularly. The patient was instructed to charge daily if needed and no further action was planned other than education of the patient as needed. It was updated that the event was unlikely related to the device or therapy, unlikely related to the implant procedure, and due to patient non-compliance with forgetting to recharge/use error. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.